Event description:
In 2001, the MFR rec'd the device with enclosed paper work that states: defective, no further info is available. Corrected user facility on 11/2001 to clarify "defective". The user facility rep stated that there was a pinhole in the balloon.